Event description:
The customer reported that during a cardiac arrest the device advised a shock for what they believed was not a shockable rhythm. They did not deliver the shock. The involved patient died, however, the users stated that the device was not a factor.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.